Manufacturer narrative:
It was a reported that a patient underwent a redo atrial fibrillation ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter (stsf). The patient experienced cardiac perforation that required surgical intervention and prolonged hospitalization. It was reported by the biosense webster inc. (Bwi) representative that after completing a redo atrial fibrillation ablation procedure, and doing the post-procedure ultrasound check, an effusion was discovered. The bwi representative stated that "they go through the rv". A pericardiocentesis was performed, and the fluid removed was reinfused. The effusion "was not slowing down". The patient was taken to surgery, a hole was discovered at the base of the appendage, and it was repaired. The bwi representative stated that it must have happened during transseptal with the baylis needle. The patient was stable at the time of the call. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was a reported that a patient underwent a redo atrial fibrillation ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter (stsf). The patient experienced cardiac perforation that required surgical intervention and prolonged hospitalization. It was reported by the biosense webster inc. (Bwi) representative that after completing a redo atrial fibrillation ablation procedure, and doing the post-procedure ultrasound check, an effusion was discovered. The bwi representative stated that "they go through the rv". A pericardiocentesis was performed, and the fluid removed was reinfused. The effusion "was not slowing down". The patient was taken to surgery, a hole was discovered at the base of the appendage, and it was repaired. The bwi representative stated that it must have happened during transseptal with the baylis needle. The patient was stable at the time of the call. The adverse event was discovered post use of biosense webster products. The patient required extended hospitalization because of the adverse event. The patient fully recovered. Ablation was performed prior to noting the pericardial effusion. There was no evidence of steam pop. An irrigated catheter was used with normal flow settings. Correct catheter settings were selected on generator. The pump was switching from "low" to "high" flow during ablation. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector, visitag. Parameters for stability with visitag module: 3mm, 3sec, 25% above 3g. No additional filter used with the visitag.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).